Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona posterior stabilized articular surface 10mm size 10-11 ef right catalog #: 42522400810 lot #: 66761303, persona 0 degree keel cemented tibia size f right catalog #: 42536007502 lot #: 66604901. H6 - component code - proposed code is mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right knee manipulation under anesthesia to address arthrofibrosis and limited range of motion approximately two (2) months following knee arthroplasty. The patient's symptoms have since resolved. Initial operative notes noted no intraoperative complications. Manipulation operative notes noted that 0-125 degrees was successfully achieved and no intraoperative complications occurred.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. The reported event could not be confirmed and the device history records were not reviewed as the event was determined to be unrelated to the implanted device. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known post-operative procedure-related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. As the reported even is a result of a procedure-related complication, the root cause was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.